Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer on the main station was experiencing consistent pocket failure. A field service engineer (fse) had the customer's place in the pocket, but after testing the drawer once the pocket was replaced, it was determined that the drawer continued to exhibit issues, jumping between different pockets. The fse powered down the station and reset all connections to the tray and the controller board, and all components were assembled. The drawer became fully functional; however, the medications that had been loaded into the drawer had completely disappeared from every pocket and needed to be reassigned. The customer was able to successfully reassign all pockets, and the drawers were fully functional without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 4.2 was continuously failing. The customer stated that this malfunction caused a delay, since the user managed to get medication from other station. However, there were no adverse events or injuries reported based on this event.